Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy ii stent was advanced to treat the lesion. However, the stent got lifted. No patient complications were reported.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy ii stent was advanced to treat the lesion. However, the stent got lifted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 4 from the distal end was damaged and lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink at the site of the wire exchange port. No other issues were identified during the product analysis.